Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a critical pump error and customer was hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 23.5 mmol/l. Customer was experienced nausea, vomiting, and diarrhea. The customer¿s other blood glucose was 12 mmol/l. Customer was not using insulin pump as insulin pump received critical pump error then they were used perfusor and treated for gastro intestinal disease. Insulin pump was not exposed to moisture. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No unexpected critical pump error (open book) during testing. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
The initial report had the updated information. The correct information has been provided in section describe event or problem with this report. (B)(4).

Event description:
It was reported by nurse at the hospital stated that the customer suffered from gastro enteritis and the high blood glucose was a consequence of that.